Event description:
The adverse event is filed under aag reference (B)(4) ((B)(4)).

Manufacturer narrative:
In h6 were added additions and corrections. Investigation results: visual investigation: the investigation was carried out visually and microscopically. The tibial component and the meniscal component were not separated. It was noted that the tibial component had no cement adhesion or residues. The coated surface of the appliance, which is intended for the bone cement, shows visible abrasion marks/imprints. The origin of these marks is unknown. Possibly the traces were created during the explantation procedure. The gliding surface of the meniscus component has visible scratches and marks; the scratches and impressions were caused by third body wear (bone cement residues and/or bone chips). The available x-ray images do not provide detailed information on the cause of the implant loosening. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity x probability of occurrence) according to din en iso 14971 is still acceptable. Explanation and rationale: it could be possible that there were problems with the cement technique. Potential sources of faults relating to the cement - - the processing time of the used cement was exceeded; -wrong temperature; - unfavourable storage; - the age of the cement; - wrong handling with the cement. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. All actions regarding CAPA are addressed within the product safety case that was initiated.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nx055z - as vega ps tibial plateau cemented t3. According to the complaint description, the patient had a navigated tkr done on (B)(6) 2018, using full as vega knee. Patient complaint of pain several times until the revision was finally done on (B)(6) 2020 by the same surgeon. A revision surgery was necessary. Additional information was not provided nor available / was not available. The adverse event is filed under aag reference (B)(4). Involved components: item code - description - batch, nx131 - vega ps gliding surface t3/3+ 12mm - 52344115.